Event description:
The customer reported the system would not save images. No pt injury was reported.

Manufacturer narrative:
The customer stated the system needed a new hard drive to correct the problem. The system is under contract through a 3rd party and the customer did not allow a ge rep to evaluate the system or repair it. No conclusion can be drawn as repair info is not available.